Manufacturer narrative:
Update b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the rupture was not determined. The surgeon considered normal force during advancement of the guidewire. There was no damage or evidence of tampering to the device packaging. The microcatheter was not inspected for damage before use. Issues that resulted in the damage could not be obtained, as communicated with the customer. No resistance was noted while advancing the guidewire. The rupture occurred at the distal location on the microcatheter. No blood or fluid leakage was observed at the rupture site during hydration.

Manufacturer narrative:
H3: product analysis as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box, within a sealed plastic biohazard pouch, within a sealed plastic biohazard pouch, within an opened echelon-10 inner pouch and within a dispenser coil. The synchro-14 guidewire used during the event was not returned for analysis. Visual inspection/damage location details: no damages were found with the echelon-10 hub. The echelon-10 micro catheter body was found kinked at ~72.5cm and ~79.8cm from the proximal end. The distal ~2.0cm of the catheter tip appears to have been shaped. The distal tip and distal marker band was found separated/broken from the remaining catheter body. The inner braid was found exposed and damaged. Testing/analysis: the echelon-10 micro catheter total length was measured to be ~156cm and the usable length was measured to be ~148.2cm, which is still within specification (specification: total (ref) = 155cm, usable: 147cm ± 1.5cm). Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was confirmed; however, the likely cause could not be determined. The break edge appears jagged, indicative of a tensile overload. In addition, the inner braid was found damaged. It is possible the tip became broken during advancement of the guidewire or during steam shaping due to using a heat source other than steam, holding the catheter tip too close to the heat source (1 inch), not using the shaping mandrel, due to holding the device against the heat source too long (approximately 10 seconds), or removal of the shaping mandrel prior to catheter cooling. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during today's aneurysm procedure, the echelon 10 microcatheter was properly taken out and hydrated. Outside the body, the synchro 14 micro-guidewire was introduced into the microcatheter. When advancing the synchro 14 micro-guidewire through the echelon 10 microcatheter, it was observed that the micro-guidewire emerged directly from the side of the microcatheter, indicating a rupture of the microcatheter. Subsequently, the microcatheter was replaced with another one of the same model and lot number, and no further issues occurred. The procedure was completed successfully. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). There was no patient involvement.